Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. The device was explanted.

Event description:
Healthcare professional reported left side rupture. The device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on december 03, 2024, with lot number 1538155. Based on the product analysis performed, the assessments of the complaint code are: ¿ rupture: observed opening device assessed as fold flaw opening and observed an opening device assessed as surgical damage. As per the investigation procedure, non-penetrating nicks and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.